Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection on the scope identified an excess amount of foreign yellow colored substance throughout the inside the instrument channel and suction channel. There was no sign of foreign substance/materials found on the external areas of the insertion tube, bending section cover, and distal end. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates the scope was last repaired on august 17, 2018. The cause of the foreign yellow/brown substance and the reported positive culture could not be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the endoscopy support specialist (ess) and to update the following sections: d10, e4, g4, g7, h2 and h10. As part of the post martet study, the ess visited the user facility on may 6, 2019 to observe the staff¿s reprocessing practice. The ess observed the cleaning process for the tjf 160vf and indicated there were no deviations noted and all steps in the ontrack in-service form and the reprocessing manual were followed. The subject scope was sent for destructive sampling. The results of the destructive sampling have not been finalized. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility utilized a medivators dsd edge aer unit to reprocess the subject scope. Based on the investigations (microbiological analysis, reprocessing procedure review, destructive sampling, sampling procedure review), the glue condition due to insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the sampling technique results. As part of the post market surveillance study process, an olympus field personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the positive scope. The following deviation was noted during the audit. During sampling - someone entered/left the sampling room. Olympus personnel instructed the appropriate technique to the sampling staff. Olympus investigations is ongoing. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for klebsiella pneumoniae after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The subject scope was sent for destructive sampling. The destructive sampling identified candida sp., enterococcus hirae, klebiella pneumoniae and escherichia coli that are categorized high concern organisms. Klebiella pneumoniae was also identified in the initial sampling. After the disassembling, the following was observed: - deterioration and bleaching of the glue on the bending section and around the light guide lens. - surplus of glue around the objective lens and the nozzle. - hole in the glue around the nozzle. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.